Event description:
The reporter stated that the tubing became detached from the luer lock. There was no pt injury or treatment reported for this event.

Manufacturer narrative:
The subassembly in question a560 (a333r-70) and is manufactured by smiths medical asd. This assembly is incorporated into the finished product (mx9622) by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical int'l. Visual inspection of the return product confirmed the tube had detached from the male luer lock. The male luer lock was not received for evaluation. The od of the tube was within specification and examination of the tube surface confirmed the bonding solvent had been properly applied. No direct cause could be determined for the detachment. The device history could not be reviewed without a reported lot number as a reference. Review of the complaint database indicates this is the only reported complaint for this subassembly. Smiths was able to confirm the issue; however , no possible cause could be determined. There did not appear to be any mfg issues that would have contributed. This issue is being monitored for trend. Smiths considers this MDR closed with this report.